Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range impedance measurement of less than 200 ohms occurred on this right atrial (ra) lead, resulting in an automatic lead safety switch to unipolar. Following the lead safety switch, noise, oversensing, pocket stimulation, and failure to capture were reportedly observed. It was noted that the patient was not pacemaker dependent, but was only pacing in the atrium. The physician elected to surgically intervene. The patient's single chamber pacemaker was explanted and a new dual chamber pacemaker and right ventricular (rv) lead were placed. During the procedure, the ra lead was evaluated on a pacing system analyzer (psa) and it was noted that measurements were acceptable, although a single impedance measurement of less than 200 ohms was noted when the patient moved during the procedure. The physician elected to leave this ra lead in service with the patient's new pacemaker. It was reported that no additional out of range measurements have been observed since the procedure. No additional adverse patient effects were reported.